Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
Sterile implant was uncovered due to specialist request and proceeds to its fixation within the patient, once the handle anchor insertion is removed, the threads went out of the handle, leaving the titanium anchor into the patient, but the wires were not inserted into it, for that reason cannot proceed sutured. The following information was received via email from the affiliate on 10-26-2016. The type of procedure is unknown; the sutures broke; the procedure was completed with another anchor; the first anchor was left implanted; it is unknown how long this failure extended the procedure time.